Event description:
Radical prostatectomy with bilateral pelvic adenectomy on 9/24/93. Drain for drainage on 9/28/93. Sutures to drain removed. Suction released from bulb. Moderate amount of pressure applied to remove drain (no more than usual). Pt complained of pain in rlq. No retraction seen when being pulled. While pulling back on tubing, tubing snapped and jagged portion removed other part of tubing retracted into abdominal cavity. Abdominal surgery performed some day to retrieve drain. Was not adhered to any organs/structures. Felt to be defective tubing.